Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H2: additional information in b5, b7, d9, e1 (facility address). H11: corrected information in a1, b1, b2, h1, h6 (health effect - clinical & impact codes).

Event description:
It was reported that during a shoulder rotator cuff repair, the twinfix anchor broke while it was twisted in. All the broken pieces were removed from the patient. The procedure was completed with a non-significant surgical delay using a back-up device in an additional drilled bone hole. A void was left in the patient. No further complications were reported. The patient's health status is good.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder rotator cuff repair, the twinfix anchor broke while it was twisted in. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.